Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 627 mg/dl and life threatening ketone levels. Customer was treated with an insulin drip, and was released from the ICU on (B)(6) 2019 with no permanent damage. Customer alleged ¿insulin was not delivering correctly¿. Multiple attempts were made to follow up with the customer; however, no response was received.